Manufacturer narrative:
Follow-up # 1 06/22/2012 - device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was fully intact. Testing confirmed intermittent responses to button presses on the up and down arrow buttons. Multiple button presses requiring increasing force are required before the up and down arrow buttons will engage. None of the keypad buttons have normal spring back or click. The keypad was removed for investigation and revealed contamination present under the contacts of all buttons. Observed the bolus button feels flat and is hard to push.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient's mother reported that the up and down arrow keypad buttons were intermittently unresponsive when pressed. At the time of troubleshooting, the reporter confirmed the keypad was intact. There was no reported patient impact associated with this complaint.